Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the calcified left common femoral artery was done with two proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 18f sheath and the tavi procedure was completed. Reportedly, post procedure, both proglide knots were successfully advanced/tightened using the knot pusher; however, pulsatile bleeding continued. A non-abbott device was attempted; however, this device also failed, which resulted in the use of manual arterial compression/pressure bandages to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.